Manufacturer narrative:
Findings: unit received with a critical pump error (open book error) an pump error found in the formatted history file due to force sensor zero offset out of specification. Unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with faded serial number label. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call critical pump error alarm on the insulin pump. Customer¿s blood glucose level was 90 mg/dl. Troubleshooting for critical pump error was performed. Customer advised they were wearing the insulin pump and got splashed with water. Customer advised the display screen showed the critical pump error message. Troubleshooting was unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.